Event description:
Customer tested blood glucose and received a result of 448mg/dl at 6:31pm and took 2 units of humalog and laid down. One hour later family member found pt having a seizure. Family member tried to test pt's blood glucose but the device kept displaying off on the screen. The customer was given glucagon shot and food to bring up their blood glucose level. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.